Manufacturer narrative:
(Method, results, conclusion) - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
This x-ray system turned off while they were working and a system restart did not bring it back on line. No error message was displayed during this time.